Manufacturer narrative:
The slingbar was returned to the manufacturer for inspection. The investigation confirmed the fault was due to a handling error as the harness got stuck under the base, and when the user continued the lift, it led to the hook breaking on the slingbar. Universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release hook. Although there was no adverse event reported and the incident was confirmed to be caused by use error, if the reported incident were to recur it could lead to serious injury or death.

Event description:
It is reported that during the use of the viking m lift, when attempting to lift the patient from the floor, the lifting sling was trapped under the base of the lift. As the device raised the patient approximately 20cm (7.8 in.) A cracking sound was heard and the sling bar¿s hook broke resulting in the patient falling to the floor. The patient sustained a wound on the arm. Follow-up with the customer found that no medical intervention was required for the patient¿s wound. Specific details of the reported wound were not provided.

Manufacturer narrative:
The additional devices associated with this incident are the universal sling bar part # 3156075 and universal sling part # 35000115. Viking m mobile lift is a general-purpose lift with the intended use in, health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. The viking m instruction for use (IFU) states: "before lifting, always make sure that: the lifting accessory is correctly and safely applied to the patient in order to prevent injuries; the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface." An initial inspection of the device attributed the event to improper use of the lift noting that the customer had the slingbar¿s hook under one of the legs of the lift when the patient was raised. In this event, the patient was reported to have sustained a wound on the arm which did not require any medical intervention, thus the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. The cause of the event is attributed to use error. If a similar use error were to recur, it could lead to serious injury or death. The device has been requested to be returned to the manufacturer for further inspection. A supplemental report will be submitted upon completion of the investigation

Event description:
It is reported that during the use of the viking m lift, when attempting to lift the patient from the floor, the lifting sling was trapped under the base of the lift. As the device raised the patient approximately 20cm (7.8 in.) A cracking sound was heard and the sling bar¿s hook broke resulting in the patient falling to the floor. The patient sustained a wound on the arm. Follow-up with the customer found that no medical intervention was required for the patient¿s wound. Specific details of the reported wound were not provided.